Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported that a short time after the patient¿s implantable neurostimulator (ins) was implanted (on (B)(6) 2016) it healed but then was infected and had to be explanted. No other diagnostics or troubleshooting were performed. The issue was reported as resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.